Event description:
It was reported that the external pulse generator (epg) required corrective maintenance and repair. The epg has been returned for ev aluation and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: at analysis, it was determined that the external pulse generator (epg) failed the incoming tests for backlight on-off difference due to a defective liquid crystal display (lcd). It was also noted that the printed circuit board assembly (pcba) was defective. Additionally, the lower case was damaged, and the hanger assembly was worn. The keypad had no mechanical click. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection a diode d73 was damaged on the main board. The liquid crystal display (lcd) was assembled into a golden unit. Upon functional test ran on tester the device passed all tests. The main board was assembled into a golden unit. Upon functional test ran on automated test console the device failed the test for a pace light emitting diode (led). A diode d73 was replaced and the device was then assembled into a golden unit and passed tests ran on tester with no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.